Event description:
Patient was admitted for total hip replacement. A chest x-ray showed foreign body in right atrium. The patient had a right subclavian medication infusion catheter inserted approximately 1 year ago. During this hospitalization, it was discovered that the catheter had been severed near the junction of first rib and clavicle and the vascular portion of the catheter had migrated to lodge in the right atrium and right ventricle. The fragment appeared to be about 10 centimeters in length. The catheter was removed through the left groin access site. The catheter was implanted at another hospital.